Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the placement signal of an implanted impella 5.5 pump appeared low during patient support. The placement signal was disabled and support was continued uninterrupted. Three days later, the purge pressure increased resulting in a drop in purge flow. The purge pressure measured around 1200 mmhg and a purge pressure high alarm appeared. A lysis protocol was followed to manage the high purge pressure. The patient remains on impella 5.5 support.